Event description:
It was reported that a nurse administered supplemental subcutaneous insulin by pen after a meal while the user remained connected to the ilet, after which the user experienced an overnight low blood glucose that required treatment with glucagon. Reports showed elevated glucose earlier in the night followed by a drop, and the issue was classified as an improper or incorrect procedure or method with no specific device component implicated. Symptoms included hypoglycemia and hyperglycemia ranging from 40 mg/dl to 357 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, consistent with insulin on board from the pump combined with external insulin administered while connected to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.